Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that no shocks were observed and lead was thoroughly tested during the device change out on (B)(6)2010 and found to be within normal limits. The lead integrity alert was then tripped due to oversensing.the lead was replaced. No patient complications have been reported as a result of this event.